Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2013. According to the complainant, during the procedure, the clip would not come off the catheter when they tried to deploy it. The clip slightly grasped tissue but would not release from the catheter. The entire device pulled off tissue and pulled out from the patient. No damage to the packaging and to the device were noted prior to use. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be good post procedure.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.